Event description:
Same case as MDR ID 2134265-2015-00262. It was reported that plaque shift occurred. The target lesion was located in the left anterior descending artery (lad). A 3.0x32mm promus premier¿ stent was deployed in the lesion then a 4.0x8mm promus premier¿ stent was deployed proximally and overlapping the first stent. Post dilation of the overlapping segment was performed using the stent delivery system (sds) balloon of the second stent. After post dilation, it was noted per optical coherence tomography (oct) that there was an encroachment of plaque and a stent strut of the 3.0x32mm stent was not well apposed to the vessel wall and was not circumferentially aligned with the rest of the struts. Then a 4.25x8mm nc quantum apex balloon catheter was used to post dilate the segment. The distal edge of the balloon catheter was inflated in a bend of the vessel however it was noted that a stent strut of the 3.0x32mm promus premier¿ stent was fractured. The physician noted the stent strut fracture was due to the size of the balloon and the position of the distal part of the balloon in the vessel. A 4.0x12mm promus premier¿ stent was then deployed in the segment and expected angiographic results were obtained and the procedure was completed. No further patient complications were reported and there was no harm to the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).